Event description:
High impedances were observed on this lead in (B)(6) of 2018. Physician originally decided to leave the lead actively implanted and monitor the patient. On (B)(6) 2019, the lead was capped and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.